Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and had displayed an e6 error code. Therefore, the reported condition was confirmed. It was also noted that the flex circuit was worn out and the potting was cracked which caused the error code. The assignable root cause was determined to be due to wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery, it was observed that the motor device had an e6 error code (overheat warning). It was reported that the device was unplugged to let cool but the error came up again. There was no delay in the scheduled surgical procedure as a spare device was available for use. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.